Event description:
A patient had a dynamic / twitchy ductus which spasmed multiple times during an implant of a 5/4 mm amplatzer duct occluder (ado). The pda diameter changed from <1 mm to 3.5 mm depending on the status of the pda during the procedure. The ado embolized shortly after being deployed and was able to be retrieved. A 6/4 mm ado was then selected and was deployed successfully with good results. A blood transfusion of 150 ml was required due to the blood loss during the procedure. The patient was admitted to the hospital for a twenty-three hour observation period and was discharged the following day.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer duct occluder (ado) was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 5f torque loader without any deformities. Based on the information received, the results of our investigation, the results of our investigation are inconclusive and the cause of the embolization is unknown.